Event description:
Patient was put into CT scanner with external ventricular drain (evd) system placed on chest and straps from table gently folded on top. Rn carefully checked placement to make sure there was not stress on the transducer arm of system. After scan and returning to nicu bed, rn noticed dripping from evd at transducer connection. Upon inspection, found crack. Transducer was half off and leaking. Evd was clamped at the time. Patient was brought back to room and nurse specialist group notified to change system out. This same break at the transducer connection had occurred with a few previous patients. Manufacturer response for kit csf drainage limitor 30ml, (brand not provided) (per site reporter). Had similar problem with ins9020sp1 (20ml). Integra asked us to use ins9030sp1 (30ml) which is named in this report. We are now using ins9030 (needleless port). Waiting for root cause from integra.